Manufacturer narrative:
The company service representative examined the system and replicated the reported event. To resolve the issue, the nonconforming fluidics module was replaced. The system was then tested and met all product specifications. The manufacturing device history record (DHR) was reviewed. Based on qa assessment, the product met specifications at the time of release. The root cause of the reported event is attributed to a nonconforming fluidics module. Company will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A health professional reported that during a surgery an ophthalmic operating console presented with irrigation problem and intraocular pressure (iop) issue in vitrectomy mode. No system message was displayed. The surgery was completed. Additional information received indicated that the surgery was completed by increasing the infusion with the same system.